Event description:
The customer reported that while a patient was being monitored with an accutorr plus, the nurse came into the room and observed smoke coming from a wall outlet. She pulled the monitor's power cord out of the wall outlet, and it appeared that smoke was coming from the cord. The patient said that he had heard a noise a minute or two before he smelled smoke. No injuries were reported.

Manufacturer narrative:
At the time of this report, the customer had not returned the power cord to the factory for analysis, despite several follow up requests; however, the customer's biomed did forward a photograph of the damaged cord to the factory. The photograph confirms that the failure mode is similar to an existing corrective action request that was initiated with mindray's power cord vendor, electri-cord, in 2009. Based on electri-cord's previous corrective action response, the molded plug in question is an ecm cat. Mc-10h with taller blades and ground pin. The line blades can break inside the molded plug from external forces. The broken blades cause arcing to occur. The source of the forces or misuse causing the broken blades is unknown. Electri-cord has advised mindray that there are no power cords with taller blades/ground pins in stock at ecm. Electri-cord has discontinued the use of the crimped style taller blade in all of their molded plugs. These have been replaced by solder type blades/ground pins that are more resistant to breakage. The discontinuation of the use of the taller blades/ground pin in their cords was effective in mid (B)(6) 2009. All electri-cord production now uses alternate style blades which are more resistant to misuse. Electri-cord reported a 0.0012% failure rate for the "taller bridge" line cords. Mindray's reported failure rate for this failure mode is also very low - 0.005%. Therefore, no additional corrective action is planned by mindray at this time.